Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic gastric bypass. The suturing device was being used for the anastomosis. The needle from the reload fell into the cavity of the patient but was retrieved by the surgeon. In order to resolve the issue and complete the case, a new device was opened. There was no patient harm and injury.